Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.

Manufacturer narrative:
Follow up # 1/supplemental report text 12/03/2010. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
A report was received that the pt was explanted due to infection at the pocket site. The pt's symptoms included green oozing pus at the ipg site. The pt was given oral antibiotics and was reportedly doing well.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because other message was not resolved with troubleshooting.